Event description:
It was reported that pump displayed malfunction code 12 with a related fault ID, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset it, and malfunction did not recur, so customer was advised to continue using pump and to call back if any malfunction code occurred again.